Event description:
"Tip broke while being used". No patient injury.

Manufacturer narrative:
Analysis of failed electrodes returned from customers and further testing of product in investory indicated that when the devices are subjected to bending in excess of 90 degrees and/or more than once, fracture may occur. We are following up with our customers to inform them of our investgation findings and clarifying what is necessary to prevent breakage in the future. We consider this investgation completed and the complaint closed.